Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(4)2019. The patient¿s mother stated on (B)(6)2019, the patient had a detached and retained sensor wire. The patient complained that the area where the sensor had been was hurting. The insertion site was a little red, but the parents assumed that was normal from the sensor being there and that it would soon heal. After a week of periodic discomfort, they noticed a bump under the skin on the abdomen where the sensor had been and were able to see and feel a foreign body under the skin. They were advised by dexcom that the sensor wire may have broken off under the skin. The patient was seen by his pediatrician on (B)(6)2019 and referred to children¿s health care where he was treated for diabetes. The patient was then seen by a general surgeon on (B)(6)2019. An x-ray confirmed that the patient had two pieces of wire in his right abdomen and five pieces of wire in his left abdomen. The surgeon recommended not trying to remove them at this time for fear of causing more damage. At the time of further contact, the patient was in stable condition with some redness and discomfort at the insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.